Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Received: 1x propex ii propex ii eur a102800000000 sn: (B)(4). 1x propex ii measuring wire a102900000500; 1x propex ii hook a102900000400. Propex ii hook; various cable problem; there is bad electrical contact. The sheath of the wire is not damaged. The root cause of the wire wear near the hook happens because of frequent disconnection of the hook from the measurement cable. Replaced 1 x p2 hook a102900000400. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a propex ii apex locator was giving incorrect measurements; no injury resulted.